Event description:
Ventilator was alarming. Respiratory therapist (rt) entered room, ventilator was not operating properly. Rt took pt off ventilator; the nurse bagged the pt while rt changed the ventilator out.